Manufacturer narrative:
(B)(4). The fisher & paykel healthcare (fph) flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3020 nasal prongs are designed to be used with the flexitrunk interface. Method: the complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was therefore carried out based on information provided by the hospital and the results of previous investigations of similar complaints. Results: the hospital had not provided a complaint sample. They informed us that the patient was a "chronic baby" who had been receiving CPAP therapy for approximately 2 weeks up until the reported incident. The patient was alternating between mask and nasal prong interfaces before the reported event. Conclusion: without the return of the complaint device, we are unable to confirm what may have caused the problem reported by the customer. With regard to the reported injury to the nares, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. We also recommend cycling regularly between prongs and masks as per our user instructions. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant, and also state the following checks during use: check patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended. Alternating between mask and prongs can reduce the risk of irritation. Alternating every 4 to 6 hours is recommended.

Event description:
A hospital in (B)(6) reported that a patient's right nare was "bleeding" while using a bc3020 infant nasal prong. The hospital reported that some skin breakdown was noticed prior to using the bc3020 nasal prongs specifically. In addition, the hospital believes the correct size of nasal prong was selected and reported that the patient's nares were already "raw" from switching between CPAP and hfnc therapy. The complaint device has since been discarded by the hospital. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a patient's right nare was "bleeding" while using a bc3020 infant nasal prong. The hospital reported that some skin breakdown was noticed prior to using the bc3020 nasal prongs specifically. In addition, the hospital believes the correct size of nasal prong was selected and reported that the patient's nares were already "raw" from switching between CPAP and hfnc therapy. The complaint device has since been discarded by the hospital. No further patient consequence was reported.